Event description:
It was reported patient had a micl 12.1 mm implantable collamer lens implanted in the left eye on (B)(6) 2011. As part of the post market study, the patient reported experiencing high pressure within first week after implant procedure. The doctor's office was contacted and stated the patient experienced angle closure. The doctor did a repeat laser iridotomy procedure. The patient last visit was on (B)(6) 2011. The ocular condition has been resolved and the prognosis is good. The icl remains implanted. See MFR# 2023826-2012-00068 for right eye.

Manufacturer narrative:
(B)(4) - secondary surgery. Method: lens work order search medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review: review of this file indicates that the patient experienced increased intraocular pressure post-icl implantation. This adverse event is commonly caused by either retained viscoelastic or non-patent peripheral iridotomies. The surgeon is advised to burp the paracentesis incision and observe for subsequent pressure rise, or enlarge the peripheral iridotomies if they are deemed to be closed. Either way, this condition is usually temporary and resolves after the above interventions are performed. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).